Event description:
It was reported that a scheduled review showed this right ventricular (rv) lead threshold measurement has gradually increased. Recent months of trends indicate 2.5v (volts) at 0.4ms (milliseconds). The right ventricular automatic threshold (rvat) test does not detect a loss of capture (loc) despite the appearance of a true loc. The implantable pacemaker was reprogrammed with an output at fixed with a pulse width at 1.0ms. Impedance measurements are stable, and no noise was observed. Possible tissue interface or electrode issue. Technical services (ts) has been requested to review data files and provide recommendations on the data or lead management. Received additional information from ts confirming the threshold trends have been approximately 2.0 to 2.5v at 0.4ms this past year. Ts provided troubleshooting, recommended lead evaluation, reprogramming, and for the patient to be evaluated in-clinic for further evaluation. At this time, the lead and device remain in service. No adverse patient effects were reported.